Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation issues'), device dislocation ('migration of implant') and internal haemorrhage ('internal haemorrhage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, internal haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual cycles"), pelvic pain ("pelvic pain ") and menorrhagia ("menorrhagia (heavy menstural bleeding)"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, device dislocation, back pain, menstrual disorder, pelvic pain and menorrhagia outcome was unknown. The reporter considered back pain, device dislocation, internal haemorrhage, menorrhagia, menstrual disorder, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Discrepancy noted : date of removal :(B)(6) 2016 plaintiff received treatment for pelvic pain , abdominal pain , menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result :unknown. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received. Events: menorrhagia, pelvic pain were added.lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation issues"), device dislocation ("migration of implant") and internal haemorrhage ("internal haemorrhage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, internal haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and menstrual disorder ("abnormal menstrual cycles"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy) and surgery (underwent a bilateral salpingectomy and/or hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, device dislocation, back pain and menstrual disorder outcome was unknown. The reporter considered back pain, device dislocation, internal haemorrhage, menstrual disorder and pelvic inflammatory disease to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.